Event description:
Had essure permanent birth control placed on (B)(6) 2012, had hsg test on (B)(6) 2013 to verify sterility and discovered left side device had exited fallopian tube and is now in abdominal cavity. Will require more surgery to remove, haven't done so yet. I am concerned about other health issues that may arise from device not being where it is supposed to be. Did the test studies account for misplacement/ejection/migration of device from fallopian tube? Dates of use: currently still have.